Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experiencing high blood glucose. Blood glucose level was 400 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer treated with bolus and intravenous insulin. Customer was neither in emergency room, nor admitted into hospital. Customer stated that the drive support cap appears normal. Insulin pump was not working. Customer alleging possible insulin pump under delivery. While doing the troubleshooting no insulin exits at the end of the tubing, no leaks, no air bubble. The insulin pump will not be returned for analysis.